Event description:
Our rep is reporting that during an arthroscopic shoulder repair to a male patient, a portion of the inserter's distal tip broke off into the anchor. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Complaint devices discarded by the user facility.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a failure analysis. The results of the evaluation will be the subject of the follow-up report.